Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-18687. It was reported that the patient presented with an infection. The cause of the infection was unknown. Patient presented for extraction procedure on (B)(6) 2019. The pacemaker and right ventricular lead was explanted. The patient was stable post procedure.